Event description:
Boston scientific received information that high shock impedances greater than 125 ohms were detected on this right ventricular lead. Shortly after the event, the patient was placed in hospice care, therefore the lead issue will not be assessed and no remedial action will be taken. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.